Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) with implant. There were numerous kinks throughout the wds. There was no damage to the braiding. The implant was received inside the shaft of the wds but protruding 6mm from the tip. There were four (4) anchors that were penetrated in the side of the tip of the device and damaged. There was no damage or irregularities to the corewire of the device. The tip was folded and damaged. The device was unable to be recaptured due to the anchors penetrating through the side of the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapturing difficulties occurred. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a 27mm watchman ® laa closure device & delivery system; however, after deployment they determined they needed a larger device. They attempted a full recapture, but the device would not fully collapse into the delivery catheter. The anchors of the device tore the tip of the delivery catheter and would not collapse inside. The physician was able to withdraw the delivery catheter into the watchman ® access sheath, but the feet of the device were still protruding out of the distal end of the delivery catheter. The physician pulled the entire device out and exchanged it for a 30mm watchman ® laa closure device. There were no patient complications and the patient's condition is fine.

Event description:
It was reported that recapturing difficulties occurred. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a 27mm watchman ® laa closure device & delivery system; however, after deployment they determined they needed a larger device. They attempted a full recapture, but the device would not fully collapse into the delivery catheter. The anchors of the device tore the tip of the delivery catheter and would not collapse inside. The physician was able to withdraw the delivery catheter into the watchman ® access sheath, but the feet of the device were still protruding out of the distal end of the delivery catheter. The physician pulled the entire device out and exchanged it for a 30mm watchman ® laa closure device. There were no patient complications and the patient's condition is fine.